Manufacturer narrative:
Additional quality control testing showed the product met acceptance criteria.

Event description:
Limited information provided. A patient diagnosed with chiari malformation had posterior fossa procedure performed on (B)(6) 2023 and duramatrix suturable was used. Patient returned post-op on (B)(6) 2023. Adherus was utilized. Patient had to be brought back for "at least a shunt/drain" to fix the csf leak. No issues or adverse events reported after revision surgery. No further information on patient status or patient outcome was provided.